Manufacturer narrative:
On (B)(6) 2020, it was reported the patient was admitted with fatigue and general deterioration. CT demonstrated a type ia endoleak at the right vertebral artery in the enlw1616c120ee device, intervention was performed on the same date to resolve the endoleak. Sponsor has assessed the event as possibly related to the device but not related to the procedure. Site has assessed the event as not related to the device nor the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it is now reported the type ia endoleak was resolved with the intervention 7 days after it was identified. It was reported, during the intervention, an additional endurant stent graft was implanted along with the performed embolization. The site has now assessed the event as related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: the evar endoleak repair was performed approximately 7.5 years post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform 68.2 mm in diameter abdominal aortic aneurysm. At implant, the proximal non-aneurysm aortic neck at the renal artery diameter was 23.7 and the distal non-aneurysmal aortic neck diameter immediately above aneurysm was 26mm. It was reported that the patient presented for a seven-year follow-up, the angiogram revealed a type ia endoleak. It was noted that the maximum aaa diameter was 8.4mm. This was noted to be a new clinical event and a new observation. It was reported that an evar endoleak repair was performed on an unknown date which resolved the event. The investigator has not provided the cause of the event. No additional clinical sequelae were reported, and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received on for this case; confirmed that maximum aaa diameter was 84mm, making use of the endurant stent graft against IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case: the reported causality has been adjudicated that the event was related to the device nd not related to the procedure; it was also reported that the intervention that was carried out to resolve the type ia endoleak was a coil embolization procedure. If information is provided in the future, a supplemental report will be issued.